Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was unable to pace. The physician attempted several positions but was unsuccessful. The ra lead was removed and a single chamber pacemaker was implanted with a right ventricular lead. The patient had no adverse consequences.